Event description:
On (B)(6) 2012, a pharmacist contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch verioiq meter was displaying "insert a new strip" when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The reporter stated that the alleged issue began on the morning of (B)(6) 2012. Per the onetouch verioiq owner's booklet, the meter prompts error1 thru error 5. When the meter displays error 2 thru error 5 it explains reason for error along with "retest with a new strip." It is not clear if the patient was obtaining an error message when attempting to test or if the subject meter was displaying a different message. The reporter informed the cca that the patient manages his diabetes with a combination of oral medication and insulin. The patient claimed as a result of not being able to obtain a blood glucose reading, he skipped taking his insulin because he could not guess on dosage to take. On an unspecified time after the alleged issue began, the patient stated he developed symptoms of blurred vision and was tired and "staggering." The cca noted that the reporter mentioned that the patient was "disoriented" and could not wait to test. It is not known what medical treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the cca noted that the subject meter was new. The reporter informed the cca that the patient had used all the test strips prior and did not have any available at the time of the call to troubleshoot the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.